Manufacturer narrative:
Although it is unknown if the reported device contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via clinical study that the patient underwent midline lumbar fusion of l3-l5 due to leg pain. Cage and autograft were implanted at levels l3-l4 and l4-l5 in this surgery. Post-op, non-union of l4-l5 was noted. The patient was asked to cut down alcohol consumption. The adverse event was determined to be possibly related to surgical procedure or disease. Outcome of the adverse event was determined to be ongoing.